Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture on both the right atrial (ra) and right ventricular (rv) channel. It was noted the patient had chronically low r-waves and sensing configuration had been reprogrammed. Device interrogation found the device was in safety core. It was reported the patient had not undergone any procedures, tests, radiation treatment or mris. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. Prior to the procedure it was noted the device was not pacing in vvi at the lower rate limit of 72.5. Additionally, the device could not be interrogated. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported loss of capture and safety core.